Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate. The essence brush head is an accessory to the sonicare power toothbrush system.

Event description:
A consumer reported that their essence brush head broke in their mouth while brushing their teeth. No injury or property damage was reported.